Event description:
It was reported that the patient was hospitalised in the intensive care unit on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod was leaking insulin. Reported symptoms include headache, abdominal pain and vomiting. The patient was treated with an intravenous insulin drip, unspecified medication to treat headache and unspecified medication to treat abdominal pain. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.